Event description:
A report was received that the patient had a suspected infection in the midline incision and pocket site. There was a smell coming from the area. The physician evaluated the incisions and concluded that the suspected infection was very superficial. The incision sites were debrided and cleaned out. Antibiotics were prescribed. The physician believed that the infection was procedure related. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm